Event description:
The pt reported his insulin infusion device "froze up" and the screen is displaying "3.00 07". To troubleshoot, the pt was instructed to remove the battery and check the exp date. He stated the exp date was 07/01/2007. The pt is aware of the recall and stated, he thought he had discarded all of the recalled batteries but he may not have. He said he has other batteries in his possession and declined any replacements. The pt was educated on how to differentiate the corrected batteries from the recalled batteries. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be retuned for eval.